Event description:
Doctor did a revision surgery to remove a one level plate that was implanted over a year ago. Pt complained of discomfort swallowing. Doctor found two caudal rescue screws on the plate had popped out of the bone. Doctor stated that the pt had good fusion and that no replacement hardware was implanted.

Manufacturer narrative:
Add'l info was provided by the doctor, he stated that the lower portion of the plate and the lower screws were raised off the spine and could have contributed to the patient's discomfort when swallowing. He also stated that the plate and screws raising off the spine could be contributed to any number of things, unreported trauma, over flexion or extension, load sharing dynamic changing as the fusion mass supported more and more of the physiologic loads, etc.